Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22.

Event description:
The customer stated that patient sample (B)(6) generated a (B)(6) result of (B)(6) index value using the architect anti-hbc ii assay on (B)(6) 2017. Testing using the bio-merieux vidas anti-hbc method was (B)(6). The roche cobas anti-hbc method was also (B)(6). The customer is concerned regarding sensitivity of the assay. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for testing. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. An investigation was performed with regard to sensitivity. Retained kits of the complaint lot number were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (biomex scphbv-001 and scp-hbv-004). The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. A malfunction was identified as the customer observed an elevated but non-reactive result for one patient sample which was discrepant to reactive results generated by two other methods. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.